Event description:
Boston scientific received information that this patient experienced a syncopal event when getting up from a chair, and fell and hit their head which required several staples to close. The patient was in atrial flutter (af) with a ventricular rate of 80-105 bpm. A boston scientific sales representative (sr) was called to interrogate the patients device and it was noted that the thresholds were within normal ranges and the automatic capture (ac) was programmed on. The sr changed some programming which included turning ac off with a fixed output. There was noted to be some undersensing of the patients atrial arrhythmia and the device did mode switch. The sensitivity settings were changed to alleviate this in the future. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.